Manufacturer narrative:
The check of the manufacturing charts of the revision stem involved in the subsidence (model# 3812.15.010, lot# 201303664) did not show any pre-existing anomaly on the 27 stems manufactured with this lot#. No other complaints reported on this specific lot#. No further info (e.g. X-rays) available, so a deep investigation is not possible. We rely on the info provided; according to this info, the root cause for the loosening and subsidence of the lima revision stem was the suboptimal choice of size by surgeon during the surgery of (B)(6) 2014. The diameter of the stem used was too small, leading to post-op subsidence of the stem and pain. During the revision surgery, a competitor's stem with dia.21 mm was implanted (the revision stem explanted was a dia.16 mm). We have been reported a total of 3 cases of subsidence involving a revision stem (model # 38xx.15.xxx), on a total of (B)(4) revision stems marketed ww since 1996. (B)(4). In addition, according to our investigations, all the 3 events were not product-related (due to patient trauma or surgeon's improper choice of the size of stem). No corrective actions planned for this event which was caused by an improper choice of size of stem by the surgeon. Lima corporate will keep monitored the market.

Event description:
Second hip revision surgery done on the (B)(6) 2017 due to stem loosening. According to the info reported, the lima revision stem implanted during the first revision surgery ((B)(6) 2014), was undersized and so it subsided post-op; it was replaced with a restoration stem (increased length and diameter) from a competitor on (B)(6) 2017. No info on the reason for 1st revision ((B)(6) 2014) which, according to the info received, involved non-lima implants. Event happened in (B)(6).